Event description:
It was reported that approximately (B)(6) months post implantation of 2 xience v stents, a 3.0x23 mm in the proximal left anterior descending artery and a 2.75x18 mm in the proximal circumflex artery, the patient was found dead in their home. Cause of death is unexplained. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - at the time of implantation, the stent was deployed over rated burst pressure. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU instructs the physician to not exceed rated burst pressure. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.